Manufacturer narrative:
(B)(4). D10: item # 00249000520, long tibial targ guide handle, lot # unknown the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threads of an impactor broke off in a targeting guide during nail insertion. During the same procedure, the user impacted directly on the targeting guide to complete insertion of the nail. Attempts have been made and no further information has been provided.